Manufacturer narrative:
Updated fields: b4, g1, g3, g6 h2, h6, h11. Corrected fields: d4 (incorrect serial number removed).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Customer stated, ¿we have this patient on a balloon pump, it¿s a post op patient and they¿re an open chest patient and been in the room all day, but just got this alarm. Looked at everything and didn¿t see any disconnections or kinks. There¿s no blood anywhere but they can¿t figure out what to do next.¿ customer did not utilize the help screen or the iab fill key but had restarted therapy before calling. Informed to verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Customer then performed a fill. Explained the nature of the alarm and based on the information customer gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by having an open chest status post CABG. Encouraged customer to call back, should the alarm go off several times in an hour so that we could troubleshoot together. Complaint information obtained.

Event description:
It was reported that the during use cs300 intra-aortic balloon pump (iabp) had a leak in circuit alarm. Customer stated, ¿there was patient on a balloon pump, it¿s a post op patient and they¿re an open chest patient and got this alarm. Checked everything and don¿t see any disconnections or kinks. There¿s no blood anywhere. Customer then performed a fill. Getinge person explained the nature of the alarm, the alarm was likely caused by having an open chest status post CABG. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limitation (e1): initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields d4 (serial #, UDI).